Manufacturer narrative:
Event date: a few months ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient developed acute renal failure. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left lower extremity. The procedure was completed with this device with no product malfunction. Power pulse was used and they waited 20 minutes prior to thrombectomy. Hydration was given to the patient. Contrast was given, with an unknown dose, but less that 50 cc. The total run time was unknown. Tpa infusion had continued due to the procedure not being completely successful. Post procedure on that same day, the patient developed acute renal failure. The patient was hydrated. The patient's creatinine increased from day one and urine output decreased. Renal deterioration continued and the patient was placed on dialysis. The patient was on dialysis approximately 3 months after which renal function spontaneously improved. The patient was then no longer on dialysis.